Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the patient's legal representative that the patient underwent a total right hip arthroplasty .subsequently, a revision procedure has taken place on the due to metallosis and periprosthetic pseudotumours (reported under (B)(4)). It was further reported that shortly after the revision surgery the patient reported to a&e due to intense pain in the right hip. Blood tests performed indicated elevated metal ion levels. ((B)(4)). A blood test shows the following chromium and cobalt levels: 10.9 mg/l of cobalt and 27.6 mg/l of chromium. Therefore, after the revision surgery levels are still above the limits fixed by the spanish society of hip surgery (secca). This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Event description:
Hip pain after revision surgery.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information. This incident will be reported under (B)(4) medwatch facility number (B)(4).